Manufacturer narrative:
Evaluation summary: the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a micro-stent implant procedure, a patient experienced a myopic shift. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the surgeon reports at postop day one, the patient's angle was slightly narrowed and her lens was quite forward, close to the iris and pigment on the iris. A follow up to that appointment the angle continued to be narrow; she was less myopic but not plano. The patient was put on drops to rotate the ciliary body back.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myopic shift; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. (B)(4).